Manufacturer narrative:
The insulin pump received with missing segment due to cracked and bleeding lcd glass. Pump received with cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had physical damaged. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.